Event description:
The medical center placed an impella cp for care escalation from an iabp. On the day after placement there were signs of limb ischemia, as pulses were lost, which prompted the team to have surgery intervene bedside. The patient had a bedside fasciotomy performed and an antegrade sheath was placed for leg perfusion.

Manufacturer narrative:
The medical center has not yet returned for investigation the pump product. Upon completion of the investigation, a final report with root cause will be submitted. Of note the IFU states: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
Since the original report was filed, the investigation into the reported limb ischemia has concluded. No product was returned for analysis. Only the clinical report was reviewed for investigation. The cause of the limb ischemia was most likely patient condition. This was determined as the medical team provided clinical information that the patient had small vessels. The failure mode will be monitored and trended.